Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient was in the hospital after implant procedure and it was discovered that the atrial lead had fallen into the ventricle. The dislodgement was confirmed via fluoroscopy. The lead was repositioned successfully. Patient was stable after the procedure.